Event description:
As reported by the field clinical specialist, approximately 5 years 3 months following a transfemoral aortic valve replacement procedure, the 26mm sapien 3 valve was failing with calcification and stenosis, and a new 26mm sapien 3 ultra resilia valve was implanted. The patient's symptoms were chest pain, fatigue, and shortness of breath. Imaging was received of the patient's anatomy, which showed the valve is under-expanded at 24.1mm2 at mid valve (0.5mm was added for outer diameter) and the leaflets of this valve are calcified.

Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. The exact cause of calcification remains unknown, as limited information has been received; however, it may be related to the factors and mechanisms mentioned above, in addition to one known patient factor (advanced age). A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist, approximately 5 years 3 months following a transfemoral aortic valve replacement procedure, the 26mm sapien 3 valve was failing with calcification and stenosis, and a new 26mm sapien 3 ultra resilia valve was implanted. The patient's symptoms were chest pain, fatigue, and shortness of breath. Per the medical record, the echo showed failure of the tavr with mean gradient of 65 mmhg, velocity of 5.10 m/s, the tavr valve appears to be functioning abnormal consistent with severe/critical prosthetic valve stenosis, the aortic valve area by continuity equation is 0.9 cm2. Per imagery review, tavr valve was under-expanded at 24.1mm2 at mid valve (0.5mm was added for outer diameter) and the leaflets of this valve are calcified.

Manufacturer narrative:
A supplemental MDR is being submitted, due to medical records received. B4, g3, and h2 have been updated. B3, b5, b7, h6: component, investigations findings, investigations conclusions, and h11 have been corrected. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results indicate/suggest patient factors (hypertension, hyperlipidemia, chronic kidney disease stage 3, diabetes mellitus type 2, chronic heart failure with preserved ejection fraction, coronary artery calcification with history of coronary artery bypass grafting, history of atrial flutter with ablation, 4 cm ascending aortic aneurysm, diabetic foot ulcer and peripheral neuropathy, gastroesophageal reflux disease, obesity hypoventilation syndrome, venous insufficiency of both lower extremities) may have caused or contributed the adverse event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.